Event description:
Bio-implant broke on insertion, the implanted body was left in the pt. "Drilled hole, countersunk, tapped entire hole. As screw was almost completely sunk, the head broke off, bone was still fixated fine with terrific purchase." (Per representative present at surgery). No pt injury was reported as a result of this event. This device is used for treatment.